Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. Device was monitored and no unexpected powering off or blank display noted. Device was also received with minor scratched lcd window. No crack on the lcd window noted during physical inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an issue with insulin pump. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the screen was cracked and hard to see sometimes. Customer states they got a message saying it needed a new battery, customer put a new one in, and the screen was blank, then they put a new battery in it and it was still coming out that it had a low battery. Customer states they trying to connect a sensor, it takes a couple of times, pressing the button before it accept. Customer declines low battery and keypad anomaly troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.